Manufacturer narrative:
Correction: legal statement inadvertently omitted from initial MDR.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. The fuses were replaced and the issue was resolved. The blown fuses were not returned. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system would not hold its charge. When switching on, the battery level shows half and then drops immediately to quarter full. The system was plugged in the entire time. There was no delay of therapy or patient impact as there as no patient present when this issue was observed.